Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% target lesion was located in a mildly tortuous and moderately calcified common femoral artery. The 6.0mm x 20mm, 135cm mustang balloon catheter was advanced. Inflation was performed once to 8atms. During the second inflation, the balloon ruptured at 8atms. The device was removed intact and the procedure was completed with the implant of an expandable stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplementary medwatch will be filed.(B)(4).